Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that the pump was having multiple insulin flow blocked alarms with multiple incidents during therapy over past weeks. Further, for one such incident, the patient went to emergency room for high blood glucose level and diabetic ketoacidosis. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2023-00413), was submitted on 21-dec-2023. However, based on the reassessment of the complaints done on 23 jan 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to occlusion was pump related and pump needed a replacement (pump issue) now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.